Event description:
Central line dressing change tray was opened and found to contain only one sterile glove. According to the label, a pair of sterile gloves should have been included. This is the second time we have had an item missing from this manufacturer's kit.